Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg.